Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a decrease in the device longevity was seen. The battery went from 45% to 15% remaining in one month. Premature battery depletion was alleged, and a review of the device data was requested. This device was explanted and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that a decrease in the device longevity was seen. The battery went from 45% to 15% remaining in one month. Premature battery depletion was alleged, and a review of the device data was requested. This device was explanted and will be returned. No additional adverse patient effects were reported. It was reported that a decrease in the device longevity was seen. The battery went from 45% to 15% remaining in one month. Premature battery depletion was alleged, and a review of the device data was requested. This device was explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population as well as the emblem s-ICD overstress advisory.

Event description:
It was reported that a decrease in the device longevity was seen. The battery went from 45% to 15% remaining in one month. Premature battery depletion was alleged, and a review of the device data was requested. This device remains implanted. No adverse patient effects were reported.